Event description:
It was reported the guidewire brake feature malfunctioned and the burr became entangled with the guidewire. A procedure was being performed using a rotapro 1.50mm and rotawire drive for treatment. During the procedure, the rotapro 1.50mm experienced a stall. The guidewire was rotating without braking and the tip became entangled. The devices were no longer able to be used. The devices were exchanged with others of the same device, and the procedure was completed successfully. No patient complications resulted due to this event.